Event description:
Customer reporting 6 suspected false positive flu b results over several months. No confirmation testing has been performed and symptomatic status is unknown. Report 1 of 6

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information, source: phone.